Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced puffiness at the implant site. The patient stated that the clinic has already been informed. Additional information was sent but no pertinent information received. There were no additional adverse patient effects reported. The pacemaker remains in service.